Event description:
On (B)(6) 2013, the patient underwent surgery with the g3 long nail. About half a year later, the patient felt pain in the hip joint. The surgeon confirmed by x-ray that the nail was broken. The surgeon is planning e revision surgery on (B)(6) 2013. The surgeon thought that the fracture was due to non-union.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the complaint failure mode was confirmed. The review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. In this case the nail broke a fatigue fracture after an implantation period of approx. 5 months. The nail had been damaged intra-operatively. Insufficient bone healing had been stated by the treating surgeon. According to available information the event was not caused by a deficiency of the device but rather by intra-operative damage contributed by insufficient bone healing.

Event description:
On (B)(6) 2013, the patient underwent surgery with the g3 long nail. About half a year later, the patient felt pain in the hip joint. The surgeon confirmed by x-ray that the nail was broken. The surgeon is planning e revision surgery on (B)(6) 2013. The surgeon thought that the fracture was due to non-union.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.